Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and irrigation flow was improper. It was reported by the caller the catheter was not getting ample or proper flow through the tip of the catheter. The catheter was replaced and the issue resolved. Procedure continued. There was no patient consequence. Additional information was received indicating the issue was noticed after coming on first ablation, temperature was spiking so they removed from body and proper flow was not occurring.

Manufacturer narrative:
It was reported by the caller the catheter was not getting ample or proper flow through the tip of the catheter. The catheter was replaced and the issue resolved. Procedure continued. There was no patient consequence. Additional information was received indicating the issue was noticed after coming on first ablation, temperature was spiking so they removed from body and proper flow was not occurring. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Temperature and impedance test were performed and a temperature high error was displayed. Afterward, an irrigation test was performed, and the device was completely obstructed. Further investigation revealed reddish material occluding the irrigation holes in the dome section. On 23-jul-2024, during product evaluation, the lot number was verified to be 31233500l, as such, field d4 lot has been updated. Based on the lot number verification, a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion observed could be related to the temperature and irrigation issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the occlusion could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: the h6. Medical device problem code of ¿insufficient cooling (a1003)¿ was inadvertently omitted from the 3500a initial medwatch report. It has now been added. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 19-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).